Event description:
(B)(4). Constant lower back and right hip pain, hair loss, hot flashes, longer periods, heavier periods, pelvic pain, chronic fatigue, metal taste in mouth, dental problems, blood clots.